Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a total laparoscopic hysterectomy when the surgeon was removing the device, she noticed that the needle was broken. In an attempt to locate the missing needle, an x-ray was performed. A 2mm piece of needle was found in the abdominal cavity on the x-ray, however, it could not be located and retrieved. Surgical time was extended by thirty minutes or more due to the product problem. The surgeon met with other departments and surgeons, and together they determined that leaving the needle fragment in the patient would not cause harm to the patient. The surgeon also cited literature that states that a fragment of that size should cause no concern for the patient in the long term. The surgeon will monitor the patient in her follow up appointments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.